Event description:
Patient scheduled for esophagogastroduodenoscopy with esophageal variceal banding. Speed band was used by the surgeon, but it malfunctioned during the procedure. It did not deploy. The speed band was saved and tagged as malfunction equipment. Nurse informed. Boston scientific rep was informed. Speed band information: reference no.- m00542250. Lot no.- 26496724.